Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery cover cracked. Performed low battery test and performed gas eyeball test. Could not duplicate customer's reported problem. No root cause could be determined as no problem was found. No actions taken. Performed pm (preventative maintenance) and recalibrated parts of spec. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was getting a low battery error with a known good battery and getting low oxygen pressure. Problem was found in pre-use testing. There was no patient involvement, and no patient harm/adverse event reported.